Event description:
ICD and lead removed due to inability to successfully defibrillate.defibrillation threshold testing (dft): once adequate level of anesthesia was obtained, defibrillation testing was performed using shock on t induction of ventricular fibrillation.1. The patient was unsuccessfully internally defibrillated with 18 joules (j), at least sensitivity. Shock with 25 j was unsuccessful. Patient needed external cardioversion with 360j.2. After five minutes of observation with stable hemodynamics adequate anesthesia was re-confirmed. Induction of ventricular fibrillation via shock on t was once again performed and the patient was unsuccessfully defibrillated with 25 joules at least sensitivity. The patient was externally cardioverted with 360 j.3. The polarity was then reversed. After five minutes of observation with stable hemodynamics adequate anesthesia was re-confirmed. Induction of ventricular fibrillation via shock on t was once again performed and the patient was unsuccessfully defibrillated with 25 joules at least sensitivity. Rescue defibrillation with 360j was performed.4. The rv lead was repositioned and polarity was changed to original configuration. After five minutes of observation with stable hemodynamics adequate anesthesia was re-confirmed. Induction of ventricular fibrillation via shock on t was once again performed and the patient was unsuccessfully defibrillated with 25 joules at least sensitivity. Rescue defibrillation with 360j was performed again.the entire system was removed and a new ICD system (is-1/df-1, dual coil) was placed in a similar fashion, as described above.once adequate level of anesthesia was obtained, defibrillation testing was performed using shock on t induction of ventricular fibrillation. The patient was successfully internally defibrillated with 25 joules with the least sensitivity. No dropouts noted. After seven minutes of observation with stable hemodynamics adequate anesthesia was re-confirmed. Induction of ventricular fibrillation via shock on t was once again performed and the patient was successfully defibrillated with 25 joules at nominal sensitivity. There were no significant dropouts. The patient remained hemodynamically stable, after dft testing.the defibrillation threshold was </= 25 joules. What was the original intended procedure?ICD and lead removed.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.